Event description:
It was reported that the acoustic stud was found broken off prior to the start of the case. The handpiece was swapped with another handpiece and the case was completed with no patient consequence.

Manufacturer narrative:
Analysis summary: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition. The batch record was reviewed and no anomalies were note during the manufacturing process.